Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site to service the advia centaur cp system. The cse examined the alignments of the probes, the fluidic pumps, the luminometer, the incubator ring, and no problems were identified. The cause of the discordant, falsely high tni-ultra result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely high cardiac troponin I (tni-ultra) result was obtained on the advia centaur cp instrument on (B)(6) 2017. The discordant result was reported to the healthcare practitioner who questioned the result. Repeat testing was performed on (B)(6) 2017, by using the same sample on an alternate advia centaur cp and advia centaur xp system. Repeat testing confirmed the correct results and a correct report was issued to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely high tni-ultra result.